Manufacturer narrative:
Additional information was received that prior to the implant of the valve, a pre-implant bav was performed with a 22 mm non-medtronic balloon. Following valve implant, it was reported that angiography showed moderate-severe paravalvular leak (pvl). The post-implant bav was performed with 25 mm non-medtronic balloon. It was confirmed that the use of the non-medtronic guidewire contributed to the pvl. Per the physician, the valve did cause or contribute to the patient's hemodynamic decline. No additional adverse patient effects were reported.  H6 - patient and device codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, angiography noted unspecified moderate-severe aortic regurgitation (ar). The patient¿s blood pressure did not rise and bradycardia occurred. Consequently, percutaneous cardiopulmonary support (pcps) was initiated. Coronary artery occlusion and damage to the access blood vessel were suspected, but occlusion and damage were not observed on angiography. The patient¿s hemodynamics recovered quickly after pcps was started. When the patient¿s hemodynamics stabilized, a post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, moderate ar remained, and the procedure was completed. A computed tomography was performed and confirmed that there was no damage to the access blood vessel. The cause of the hemodynamic decline is unknown, but it was suspected that the position of the non-medtronic guidewire in the left ventricle was unsatisfactory, interfered with the valve, and worsened the ar. No additional adverse patient effects were reported.